Event description:
The customer reported that the system lost motorized movement. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The cable connector was replaced and the charging current was set up. The system was tested and operates as intended.